Manufacturer narrative:
The hospital biomed reportedly performed a checkout of the equipment and found the equipment to function within specifications. The reported complaint could not be duplicated. The unit was returned to service. The hospital biomed reportedly performed a checkout of the equipment and found the equipment to function within specifications. The reported complaint could not be duplicated. The unit was returned to service.

Event description:
The hospital reported that, at the start of the case, the unit alarmed for a system malfunction. The anesthesia machine was replaced out. There was no reported patient injury.